Manufacturer narrative:
He, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported failure. The reported problem was confirmed with a functional evaluation. A kpc test was performed during that the handpiece failed to spin the bur. The handpiece was disassembled then and it was found that both carriage bearings are stuck and the rear one already disintegrated. It was also discovered that the handpiece had a liquid ingress although the seals were intact. Both motor engines passed the hipot test. The exposure motor was responsive; the diodes were measured and passed. The handpiece was cleaned and re-assembled with new bearings from stock and passed then a kpc and a test case. No further failures found. A complaint history review was performed by part number, and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of the service records indicate met all specifications following completion of the service activity. The failure mode and associated risk have been anticipated within the risk file, and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the carriage ball bearings being exposed to fluid ingress. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during an ukr, the real intelligence robotic drill wouldn't calibrate. A notification appearing saying the device was deactivated. The procedure was resumed, after a delay greater than 30 min, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).